Event description:
It was reported that during an open reduction internal fixation surgery to treat an elbow fracture, drill bit (part number 323.062, lot number unknown) broke. The tip of the drill bit remains in the patient¿s bone. The event occurred after a va plate and unknown quantity of screws were already implanted. The drill hit something metallic and the drill bit snapped. The surgeon chose to the leave the tip of the drill bit in place. A total of 12 screws were implanted in total. The surgery was successful with no reported delay. This complaint involves one device. This if report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.